Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number unavailable. Device manufacturing date is dependent on lot number, therefore, unavailable. No parts have been received by the manufacturer for evaluation. Device not returned for evaluation.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that there were two defective spinous clamps that had worn out threads which made it difficult to tighten the clamps. There was no patient present when this issue was identified.